Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The taxus express2 8.8% 2.5 x 24 mm drug eluting stent was placed without any difficulty. The physician was unable to remove the balloon after deflation. The physician deep seated the guide catheter into the intraventricular artery (iva) to the stent. While pressing the guide catheter up against the stent the balloon finally released. There were no pt injuries reported. Additional info has been requested.